Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noisy signals, which resulted in the inappropriate delivery of anti-tachycardia pacing. The noise is characteristic of lead fracture. Daily measurements reveal no abnormal measurements. It was suspected the lead fracture was due to use error. The decision was made to perform a revision procedure in the near future. There were no adverse patient effects reported. The patient remains hospitalized, and is being monitored. Subsequently, additional information was received that a new rv lead was added for pacing purposes. This rv lead remains in service for shock purposes. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.